Manufacturer narrative:
Continuation of medical devices: 5076-45 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds. The device was reprogrammed to a higher output. The lead remains in use. No patient complications have been reported as a result of this event.